Manufacturer narrative:
Article citation: ¿subcutaneously placed breast implants after a skin-sparing mastectomy: do we always need adm?¿ by apresh singla, mbbs, msc, animesh singla, mbbs, eric lai, mbbs, and david caminer, fracs, and published in plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1371. The events of infection and capsular contracture are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture - patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Patients should be advised that additional surgery to their breast and/or implant will likely be necessary over the course of their lives. Additional surgeries to the patients¿ breasts will likely be required, either because of implant rupture, other complications, or unacceptable cosmetic outcomes. Patients may decide to change the size or type of their implants, requiring a reoperation, or they may have a reoperation to improve or correct their outcome. Infection - in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Reported events of unknown side ¿major infection,¿ ¿minor infection,¿ ¿malrotation,¿ ¿contracture,¿ baker grade unknown, ¿minor hematoma,¿ ¿minor seroma,¿ and ¿contour defect¿ for 12 patients with bilateral reconstruction with ¿allergan style 410 anatomical implants¿ noted to be ¿textured¿ were noted in ¿subcutaneously placed breast implants after a skin-sparing mastectomy: do we always need adm?¿ published in plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1371. Treatments of ¿oral antibiotics¿ were provided for ¿minor infection,¿ ¿minor hematoma¿ and ¿minor seroma.¿ additionally, ¿percutaneous drainage¿ was provided for ¿minor hematoma¿ and ¿minor seroma.¿ ¿major infection¿ was treated by ¿intravenous antibiotics and/or hospital admission.¿ ¿contracture¿ was treated by ¿replacement of implant.¿